Manufacturer narrative:
No patient information provided as no patient was involved in this concern. UDI and manufacture date not available for this system at time of filing. A medtronic representative went to the site to test the equipment. The system control unit and cable were replaced, and the issue resolved. A full system checkout was performed after part replacement and all tests passed. The system is fully functional. No parts have been received by the manufacturer for evaluation as the cable was discarded by the medtronic representative on site and the control unit not returned.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the positioning sensor unit (psu) camera wasn't turning on.

Manufacturer narrative:
The polaris spectra system control unit (scu) was returned for analysis. Functional testing found that the scu was malfunctioning causing the reported event. If information is provided in the future, a supplemental report will be issued.